Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the monitor would not come out of sleep mode. This resulted in a loss of imaging functionality. Imaging functionality was recoverable by rebooting. There is no report of injury or death associated with this event.